Event description:
Rayner intraocular lenses limited received notification from a patient (who in their professional capacity is also a medical practitioner - gp) of the post-operative complications they were experiencing following implantation of a t-flex aspheric iol. The event description provided by the reporter states, "I have just had a rayner t-flex aspheric toric iol and am noticing rather distracting starburst artifacts (shaft of light emanating both left and right of the light source) when looking at point sources of light in an otherwise darkened environment."

Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. The information provided by the reporter indicates that starburst artifacts were present almost immediately post-operatively. The patient informed rayner that he had been in discussion with the operating healthcare professional regarding the post-operative complications and had been advised that the symptoms may have been caused by the interface between the implant and the posterior capsule tissue. The possibility of corneal oedema was also discussed. Rayner intraocular lenses limited forwarded the available information on this case to a clinical consultant for review. The following feedback was received "if the wound is still oedematous then it could be contributing to the visual phenomena and this should subside over 6 weeks from surgery." The patient stated that there had been no improvement in visual effects in the 16 days since undergoing iol implantation. No information on corrective action has been provided to rayner intraocular lenses limited. Without the ability to examine, the device a root cause a failure mode are extremely difficult to ascertain.